Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the stylus was not working. The stylus pointer was worn out. The stylus was replaced and calibration was performed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.